Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated event description: as reported in a literature article yavuz, k, et al. ¿double stent ¿assisted coil embolization treatment for bifurcation aneurysm: immediate treatment results and long-term angiographic outcome¿, american journal of neuroradiology, (2013 sep): 34(9):1778-84.doi: 10.3174/ajnr.a3464, there were 3 cases in which after uneventful deployment of the first stent (enterprise enc-catalog and lot unknown) there was failure to pass through the struts of the first stent to place a second stent. However, the endovascular treatment of the aneurysm with coiling was able to be successfully completed with no complication. The control angiography revealed stable complete occlusion of the relevant aneurysm despite the first stent partially covering the neck. It is discussed that the use of the closed cell stent may potentially decrease the wall shear stress at the aneurysm neck, but may make the passage of the microcatheter for placement of a second stent through the particular stent cell difficult. Analysis: the lot numbers of the involved enterprise stents is not known; therefore a device history record review cannot be completed. The instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. With review of the available information there is no indication of any manufacturing or device performance issues related to the events with contributing clinical, procedural and operational context appearing to have contributed. Therefore, no corrective actions will be taken at this time.

Event description:
As reported in a literature article (yavuz, k ,et al. ¿double stent "assisted coil embolization treatment for bifurcation aneurysm: immediate treatment results and long-term angiographic outcome", american journal of neuroradiology, (2013 sep): 34(9):1778-84.doi: 10.3174/ajnr.a3464) there were 3 cases (2 of 3) of failing to pass the microcatheter (details unknown) through the struts of the first stent (enterprise enc-catalog and lot unknown) to place a second stent (details unknown).